Event description:
Report received of a pump failing to alarm prior to powering off. The pump was programmed to deliver 1000ml of IV fluids with 10meq of potassium over 5 hours at a rate of 200ml/hr. The homecare patient's solution was initiated by an rn and discontinued by patient's family member. It was reported that if the pt moved while the pump was infusing, the pump would power off without giving an alarm. The pt discovered that if pt placed the pump on the table while the pump was infusing, the solution would infuse without interruption. A replacement pump was sent to the pt. The pt did not experience any adverse effects did not miss any medication, and did not experience a delay in therapy. Though requested, no further information was available.